Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07087. It was reported pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was difficult, but the proctor helped coach the physician. The transseptal puncture catheter was turned in the right atrium prior to engagement with the septum. A watchman access system and 24mm watchman laa closure device & delivery system were used. The access system was not deep seated in the laa. The closure device was deployed successfully and there was no visualization of contrast in the pericardial space on any of the angiograms during the procedure and no pericardial effusion was detected. About two and a half hours post procedure, the patient complained of chest pain and her blood pressure started to drop. An echocardiogram was performed and revealed pericardial effusion with tamponade. The patient was brought back to the lab and a pericardiocentesis was performed. A 250ccs of dark red blood were drained from the pericardial space. After this, the patient was stable and rested comfortably.